Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the procedure of atrial fibrillation ablation with rf, the pm inhibited pacing. And the pm cannot be interrogated while the navigation system for ablation was on.

Event description:
Reportedly, during the procedure of atrial fibrillation ablation with rf, the pm inhibited pacing. And the pm cannot be interrogated while the navigation system for ablation was on.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Implanted date corrected to (B)(6) 2018.

Event description:
Reportedly, during the procedure of atrial fibrillation ablation with rf, the pm inhibited pacing. And the pm cannot be interrogated while the navigation system for ablation was on.